Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the tubing of an ojr418 optiflow junior 2 cannula was found damaged during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Corrections: section g2: report source, removed user facility and selected distributor/importer. Method: the subject ojr418 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph and description of events provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the one of the tubes of the ojr418 optiflow junior 2 nasal cannula was detached from the swivel grip, confirming the reported fault. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. However, it is likely that the reported malfunction was caused due to the patient or careperson accidentally pulling at the tube. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr418 optiflow junior 2 nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the ojr418 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor in south africa reported that the tubing of an ojr418 optiflow junior 2 cannula was found damaged during patient use. There was no patient consequence.